Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image disappeared due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head image did not appear. It is unknown when the reported issue was observed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to dent on the electrical contacts of the connector, and the image was not displayed. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the video connector's electrical contacts. Doing so may make it impossible to connect to the video system center or cause a defective connection". Olympus will continue to monitor field performance for this device.